Manufacturer narrative:
Medical device expiration date: unknown . Device manufacture date: unknown. Results: a sample was not returned for evaluation. A review of the device history record could not be performed as a lot number was not provided for this incident. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that bd vacutainer® stretch latex free tourniquet caused allergic reactions in two people. One reported congestion, headache, cough and respiratory issues. The other had dermatitis and hives. Both were reassigned to work in another area. No medical intervention reported for the reactions.

Manufacturer narrative:
The initial MDR was submitted with an incorrect 510k number. It is corrected to read exempt.